Event description:
It was reported that this system was a part of an explant due to an infection. No additional adverse patient effects were reported. It was noted that the patient had undergone debridement treatment which was not successful. This lead is not expected to be returned.

Manufacturer narrative:
The lead is not available to be returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Known Inherent Risk of Device.